Manufacturer narrative:
1. DHR/bhr review lot#4145141 1-the products of this batch were assembled at intima ii auto line 2 in july 2024, and packaged at r240 package line and cfs package line in july 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the damage state of the catheter cannot be identified, the root cause of the leakage there cannot be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at catheter junction. Routinely checks the indwelling needle before administering an indwelling needle to a child and finds a leak at the indwelling needle's plastic hose.